Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and uterine perforation ("uterine perforation") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), complication of device removal ("failed transvaginal hysterectomy"), hormone level abnormal ("hormonal imbalance"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), skin discolouration ("skin conditions type: dark skin spots on face"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), tooth disorder ("dental problems") and gastrointestinal disorder ("gastrointestinal or digestive system condition type"). The patient was treated with surgery (underwent a failed transvaginal hysterectomy).at the time of the report, the device dislocation, uterine perforation, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, skin discolouration, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, tooth disorder and gastrointestinal disorder had not resolved and the menstrual disorder and complication of device removal outcome was unknown. The reporter considered anxiety, complication of device removal, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, menstrual disorder, nausea, skin discolouration, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: I want it removed but have been told I can't because it is attached to intestines, it is more dangerous to remove it . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs and medical record received:the event hormonal imbalance, abnormal vaginal bleeding,menorrhagia, infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse),depression,mental anguish,skin conditions type: dark skin spots on face,nausea, dysmenorrhea,dyspareunia,vaginal discharge, fatigue, perforation (uterus), weight loss, gastrointestinal or digestive system condition type, dental problems added.reporter,events outcome,concurrent condition added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and uterine perforation ('uterine perforation') in a 33-year-old female patient who had essure (batch no. 959218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2016, levonorgestrel (mirena) and topiramate (topamax) since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), complication of device removal ("failed transvaginal hysterectomy"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), skin discolouration ("skin conditions type: dark skin spots on face"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal imbalance") and weight decreased ("weight loss"). The patient was treated with surgery (underwent a failed transvaginal hysterectomy and underwent a failed transvaginal hysterectomy,total hysterectomy uterus and cervix removed). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, skin discolouration, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, tooth disorder and gastrointestinal disorder had not resolved and the menstrual disorder, complication of device removal and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device removal, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, menstrual disorder, nausea, skin discolouration, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: I want it removed but have been told I can't because it is attached to intestines, it is more dangerous to remove it discrepancy noted for essure removal date- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 1-may-2020: mr received: lot number was added, essure removal date were updated, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and uterine perforation ("uterine perforation") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2016 and topiramate (topamax) since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), complication of device removal ("failed transvaginal hysterectomy"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), skin discolouration ("skin conditions type: dark skin spots on face"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal imbalance") and weight decreased ("weight loss"). The patient was treated with surgery (underwent a failed transvaginal hysterectomy). At the time of the report, the device dislocation, uterine perforation, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, skin discolouration, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, tooth disorder and gastrointestinal disorder had not resolved and the menstrual disorder, complication of device removal and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device removal, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, menstrual disorder, nausea, skin discolouration, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: I want it removed but have been told I can't because it is attached to intestines, it is more dangerous to remove it diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:event abdominal pain added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and uterine perforation ('uterine perforation') in a 33-year-old female patient who had essure (batch no. 959218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2016, levonorgestrel (mirena) and topiramate (topamax) since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have hormone level abnormal ("hormonal imbalance") and experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), complication of device removal ("failed transvaginal hysterectomy"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), skin discolouration ("skin conditions type: dark skin spots on face"), nausea ("nausea"), fatigue ("fatigue"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (underwent a failed transvaginal hysterectomy and underwent a failed transvaginal hysterectomy,total hysterectomy uterus and cervix removed). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, skin discolouration, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, tooth disorder and gastrointestinal disorder had not resolved, the menstrual disorder and complication of device removal outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, complication of device removal, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, menstrual disorder, nausea, skin discolouration, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: I want it removed but have been told I can't because it is attached to intestines, it is more dangerous to remove it discrepancy noted for essure removal date- (B)(6) 2014 patient had salpingectomy-bilateral, oophorectomy unilateral. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Investigation - on (B)(6) 2012: essure confirmation test conducted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events abnormal vaginal bleeding, menorrhagia and abdominal pain was updated to recovered/resolved. Reporter causality comment was added. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and uterine perforation ('uterine perforation') in a 33-year-old female patient who had essure (batch no. 959218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2016, levonorgestrel (mirena) and topiramate (topamax) since (B)(6) 2017. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have hormone level abnormal ("hormonal imbalance") and experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6)2014, the patient experienced depression ("depression") and anxiety ("mental anguish"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), complication of device removal ("failed transvaginal hysterectomy"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), skin discolouration ("skin conditions type: dark skin spots on face"), nausea ("nausea"), fatigue ("fatigue"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (underwent a failed transvaginal hysterectomy and underwent a failed transvaginal hysterectomy,total hysterectomy uterus and cervix removed). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation, uterine perforation, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, anxiety, skin discolouration, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, tooth disorder and gastrointestinal disorder had not resolved and the menstrual disorder, complication of device removal and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device removal, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, menorrhagia, menstrual disorder, nausea, skin discolouration, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: I want it removed but have been told I can't because it is attached to intestines, it is more dangerous to remove it discrepancy noted for essure removal date- 22-jan-2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.9 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual bleeding") and complication of device removal ("failed transvaginal hysterectomy"). The patient was treated with surgery (underwent a failed transvaginal hysterectomy). At the time of the report, the device dislocation had not resolved and the menstrual disorder and complication of device removal outcome was unknown. The reporter considered complication of device removal, device dislocation and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.